Event description:
Approximately 6 months ago, patient had right unilateral knee surgery. Patient returned to the or for revision of right total knee (exchange of tibial insert). The oxford meniscal bearing component was removed.